Event description:
Baxter reports a leak in a minicap transfer set occurred after an unk period of use. The transfer set was replaced and the pt subsequently developed peritonitis 26 days later with cloudy effluent. A culture and sensitivity test was conducted and results grew staphylococcus aureus. The pt was treated outpt with cephacidal 1g IV every 8 hours and amikacine 500 mg IV every 48 hours. The pt has fully recovered.